Manufacturer narrative:
An ocd field engineer (fe) visitied the site and performed cleaning and maintenance. No definitive root cause was determined for the reported incident. However, verification of the camera alignment maintenance to the probe washing component has returned the instrument to its expected operation.

Event description:
The customer reported that the ortho provue analyzer interpreted the result of an antibody screen test as negative. The customer performed repeat testing using the manual gel method and observed positive reactivity. If a significant antibody/antigen interaction is not detected during antibody screen testing, or is not identified upon further testing, the patient may be transfused with antigen-positive blood and suffer a hemolytic transfusion reaction. Results did not match those obtained with repeat testing. There was no patient sample information released.